Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer was using cold insulin. Tandem customer technical support informed customer that using cold insulin is off label per the tandem user guide. A cartridge change was performed resolving the occlusion. Customer's blood glucose was 494 mg/dl.